Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. H6: proposed component code: mechanical (g04) - head complaint is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip revision due to pain. A new head and stem were placed. Attempts have been made and no further information has been provided.